Event description:
The customer stated that she tested her blood glucose and received a reading of 4.2. It was verified the meter was set in mmol/l. The customer did not allege any adverse events. She was able to retest the meter to mg/dl, and no product will be returned.